Event description:
Healthcare professional reported a lap-band system with an "infected port." The lap-band port was explanted, it is not known if the port was replaced. Follow-up info; healthcare professional noted "skin infection over port site" with "(follow up) (every other day) and removal of port/antibiotics."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a tapper ii. Allergan has rec'd the product however the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operation period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."